Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose at the time of the incident was 208 mg/dl. Customer reported damage to the drive support cap. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Insulin pump passed self test and off no power test. Insulin pump received with detached end cap, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing endcap sticker. No loose drive support disk noted during visual inspection. Unable to perform functional test due to detached end cap. No missing segment noted during self test.